Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer cubies 1.1 and 1.2 were not detected on bus. As per part investigation, it was determined that there was thermal damage observed on assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 29dec2020 to the present date, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "failed drawer" was confirmed during fse testing and subsequently confirmed during dchu investigation process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that aux drawer 1.1 and 1.2 off the bus. Replaced both retractor bands and receded all cables. Tested in hardware test application and all pockets working perfectly. Customer verified that both drawers were working properly. During dchu visual inspection: p/n: 353844-01 (2 ea): both parts exhibited copper strands in contact with adjacent strands with associated thermal damage detected. During dchu testing p/n: 353844-01 (2 ea): no dchu testing was required on both parts due to the thermal damage on the copper strands observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue "failed drawer" was determined to be due to thermally damaged "assy retractor dwr hh cubie" (p/n: 353844-01) (2 ea) which compromised the drawers functionality.